Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported while using bd nano¿ 4mm pen needle insulin did not flow during priming or injection. This occurred on 4 separate occasions on (B)(6) 2020 and 30 times previously, however, the patient impact was not reported. The following information was provided by the initial reporter: consumer stated, no insulin flow when taking injections and priming. Stated, she's going through a lot of pen needles to get one to work. Today alone, it took me four tries to get one that works properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd nano¿ 4mm pen needle insulin did not flow during priming or injection. This occurred on 4 separate occasions on (B)(6) 2020 and 30 times previously, however, the patient impact was not reported. The following information was provided by the initial reporter: consumer stated, no insulin flow when taking injections and priming. Stated, she's going through a lot of pen needles to get one to work. Today alone, it took me four tries to get one that works properly.